Event description:
It was reported by the customer that during use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed autofill failure. The customer called for assistance and informed us that the helium tank was switched, but they kept receiving the same message. The autofill and drain ports were in the correct position, and the safety disc was in the 12 o'clock position. In addition, the customer informed that no blood was observed in the helium tubing, and getinge's technical support advised to remove the helium tank and walked them through steps to reconnect the tank, but the message remained. Customer indicated that no other pump was available to exchange and since the physician had arrived ,he made the call to remove the catheter. After removal, the patient remained stable, and the iab was saved to be returned for qa. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The iabp was able to complete multiple autofills. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full event site name is (B)(6).

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported by the customer that during use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed autofill failure. The customer called for assistance and informed us that the helium tank was switched, but they kept receiving the same message. The autofill and drain ports were in the correct position, and the safety disc was in the 12 o'clock position. In addition, the customer informed that no blood was observed in the helium tubing, and getinge's technical support advised to remove the helium tank and walked them through steps to reconnect the tank, but the message remained. Customer indicated that no other pump was available to exchange and since the physician had arrived ,he made the call to remove the catheter. After removal, the patient remained stable, and the iab was saved to be returned for qa. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. Getinge service was not requested in connection with this event. However, additional information has been requested and if provided, we will submit a supplemental report.

Event description:
It was reported by the customer that during use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed autofill failure. The customer called for assistance and informed us that the helium tank was switched, but they kept receiving the same message. The autofill and drain ports were in the correct position, and the safety disc was in the 12 o'clock position. In addition, the customer informed that no blood was observed in the helium tubing, and getinge's technical support advised to remove the helium tank and walked them through steps to reconnect the tank, but the message remained. Customer indicated that no other pump was available to exchange and since the physician had arrived ,he made the call to remove the catheter. After removal, the patient remained stable, and the iab was saved to be returned for qa. There was no harm or injury to the patient and no adverse event was reported.